Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic assemblies. The pump was received with a corroded motor home switch, a cracked case at the display window corners, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that went swimming with the insulin pump a second time. Customer got the pump replaced in (B)(6) because she went swimming with the pump and she did it again today. Customer stated that there is moisture under the lcd screen. Customer reported that there is fluid under the lcd display. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.